Event description:
Patient called the warranty department on 7/31/12 and stated that she had a faulty fidelis lead replaced on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).